Event description:
Pt who had a history of portal hypertension was admitted for repeat upper endoscopy to reassess varices. The olympus bronchoscope was inserted into oropharynx under direct visualization. The physcian saw 2 columns of grade 3 esophageal varices at the distal esophagus. He removed the scope and attached the size #6 shooter wilson-cook apparatus. He readvanced the scope into the esophagus and readvanced the scope down to the distal esophagus. At that point, the size #6 shooter tip dislodged and he had to withdraw the scope. He tried to retrieve the tip which was plastic, soft, and pliable. He was unable to retrieve it and left it in the gastric cavity where it was thought pt would digest it. He attached another size #6 shooter to the gastroscope and reintubated the esophagus and successfully banded the 2 columns of 3+ varices.